Manufacturer narrative:
Info received from a health professional who is not required to complete form 3500a. Eval summary: revision surgical notes stated that the workup showed a very elevated esr and crp, with an aspiration that revealed (B)(6). The sterilization process for this device is in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The mfg lot specified in this complaint was processed according to the sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Eval: review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt was revised due to an acute infection.